Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was damaged; further described as ¿top part of the cassette had a crease in it¿ (cassette sheeting). This was observed prior to use of the device for peritoneal dialysis (pd) therapy. It was not known if the crease penetrated through the cassette sheeting. There was no other damage to the product or shipping materials. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. Correction to d9 and h3 (no sample was returned). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.